Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip detaching from one leaflet (single leaflet device attachment (slda)). It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 4. Two clips were successfully implanted. A third clip delivery system (cds) was advanced however imaging was difficult due to the anatomy. The clip was implanted; however post deployment the clip detached from the septal leaflet (single leaflet device attachment (slda)). No intervention or treatment was needed. An additional clip was implanted and the procedure was successfully completed with tr reduced to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event and a review of the complaint history identified no similar incident reported from this lot. Based on all available information, a cause for the reported single leaflet device attachment (slda) could not be determined. It should be noted that the intended use section of the mitraclip system, instruction for use states: ¿the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation¿ since, the device was used for a tricuspid valve procedure, this is considered as an off-label use of the device; however, it could not be determined if using the mitraclip on the tricuspid valve caused or contributed to the reported difficulties. The reported poor imaging was due to challenging patient anatomy. There is no indication of a product issue with respect to manufacture, design, or labeling.